Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 while on home choice (hc) device during use during dwell 4 of 4. The care giver(cg) stated that the final bag was not connected firmly because there was wetness at the port and air in the line. The baxter technical representative (tsr) explained the alarms and had the cg cycle power twice to clear the alarms. The tsr explained that the supplies were compromised. The cg stated that the home patient (hp) will end therapy for that night. The tsr advised the cg to call the registered nurse(rn) in next 24 hours regarding the alarm. The cg understood. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information, the cause of the system error 2240 is due to air being sucked into the disposable because was a loose connection between line and supply bag. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.